Event description:
It was reported that when the cage was inserted, it protruded exteriorly because it was inserted towards the exterior. The inserter was re-attached to the cage and repositioned. However, the cage was dropped out from the vertebral body post operatively. Currently the patient has no subjective symptoms, so the surgeon decided not to take additional treatment.

Manufacturer narrative:
Method: product history review, complaint history review, labelling review, risk assessment result: the customer reported event was confirmed via correspondence. Device was not returned as it remains implanted in the patient. No other documents were provided in relation to this event. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of the reported event cannot be determined due to limited information received.

Event description:
It was reported that when the cage was inserted, it protruded exteriorly because it was inserted towards the exterior. The inserter was re-attached to the cage and repositioned. However, the cage was dropped out from the vertebral body post operatively. Currently the patient has no subjective symptoms, so the surgeon decided not to take additional treatment.

Event description:
It was reported that when the cage was inserted, it protruded exteriorly because it was inserted towards the exterior. The inserter was re-attached to the cage and repositioned. However, the cage was dropped out from the vertebral body post operatively. Currently the patient has no subjective symptoms, so the surgeon decided not to take additional treatment.